Event description:
It was reported that after the device was placed, the neck of the anchor snapped when the sling was adjusted. No undue force had been used on the device. The two anchors were left in the pt, and a new device was placed. No post operative complications and normal micturition occurred within one hr.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. (B)(4).